Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, it was confirmed the product was disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of extrusion was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported the patient underwent lead revision surgery due to poor efficacy and small body habitus making less than optimal placement. The clinical specialist (cs) is not aware if x-rays were obtained by the physician and/or patient. During the original implant, the tined leads were exposed outside of the patient's body, and the physician had to tunnel them under the skin. Due to this, the physician anticipated this lead revision was needed pending patient outcomes. There was no patient complications reported.

Event description:
It was reported the patient underwent lead revision surgery due to poor efficacy and small body habitus making less than optimal placement. The clinical specialist (cs) is not aware if x-rays were obtained by the physician and/or patient. During the original implant, the tined leads were exposed outside of the patient's body, and the physician had to tunnel them under the skin. Due to this, the physician anticipated this lead revision was needed pending patient outcomes. There was no patient complications reported.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported the patient underwent lead revision surgery due to poor efficacy and small body habitus making less than optimal placement. The clinical specialist (cs) is not aware if x-rays were obtained by the physician and/or patient. During the original implant, the tined leads were exposed outside of the patient's body, and the physician had to tunnel them under the skin. Due to this, the physician anticipated this lead revision was needed pending patient outcomes. There was no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to field h6.